Event description:
It was reported that the patient was hospitalized after a fall due to syncope. The patient had been complaining of dizziness for the week prior. Interrogation found loss of capture on the ventricular lead. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.